Event description:
The patient's husband called to report the patient is able to "feel device moving, is uncomfortable, feels wires hanging down by breast to include pain at times, sometimes around the device. " the patient had no problems with the last device check, these symptoms occurred after. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, (B)(6) 2008; 4193-88, (B)(6) 2008. (B)(4).